Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for essential tremor and movement disorders. It was reported that the wires on the desktop charger (dtc) cord had pulled out and are exposed. Patients also reported that they suddenly started having tremors yesterday from not getting a full charge. Patient noted having a lot of medical issues going on, and further stated that yesterday patient had the nurses and people over and did not have a chance to call. No out of box failure was reported. A replacement dtc was sent to the patient. No further patient complications were reported/ anticipated as a result of this event

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the issue had resolved at the time. They needed to return the same black cord. There were no further complications reported.